Event description:
It was reported the patient presented to the hospital over concerns of non-capture. Upon interrogation, the pacemaker was observed to be in backup mode with intermittent pacing resulting in bradycardia and nausea. During interrogation, the patient went asystole for several seconds due to battery drain suggesting the pacemaker was past end of life. No elective replacement indicator (eri) alert was observed to confirm. The pacemaker was explanted and replaced. The patient was in stable condition prior to, during, and following the procedure.

Manufacturer narrative:
The reported event of pacemaker in backup mode, pacing intermittently, and lack of elective replacement indicator (eri) alert were confirmed. A pacemaker was returned for analysis in back up mode with battery past end of life. Analysis of the device image revealed the device went into back up mode on 25 nov 2019 due to a reset error consistent with an integrated circuit anomaly. Longevity assessment indicated normal battery depletion.